Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was unknown. Customer stated this is the second occurrence of off no power without a low battery warning. The customer was advised that the device would be replaced. The customer was advised they may continue to wear pump until replacement arrives if they insert a new battery.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.